Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. The valve got partially re-sheathed 2 times due to the implant being too low. The final implant depth at non-coronary cusp (ncc) was 5.3mm and left coronary cusp (lcc) was 4.2mm.the patient developed incessant ventricular tachycardia after the wire had been passed and just before the valve was advanced. The valve was deployed and the patient was successfully converted to paced rhythm. The ventricular tachycardia was resolved on the same day and the patient was discharged the following day.